Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level ranging from 48-58 mg/dl. Reportedly, the suspected cause of bg was due to the customer not eating an afternoon snack. Customer addressed bg by drinking juice.

Manufacturer narrative:
This event was inadvertently filed. Blood glucose was unrelated to pump/supplies.